Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test, no motor error alarms were noted. However, unable to prime the insulin pump during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with all buttons responding properly. No display ramping on it's own anomaly noted.

Event description:
It was reported that the customer's insulin pump is alarming, squirting the insulin out during the manual prime and that the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.